Event description:
It was reported that while using bd facscelesta¿ flow cytometer biohazardous waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: leak- tubing came off from v2 leak checklist from wo 1) was the leak liquid or air? Liquid 2) was the leak contained within the instrument? Not contained 3) was there spray of liquid under pressure? No 4) what was the fluid that leaked? Biohazard 5) did biohazard leak before or after waste line? Unknown 6) was the waste mixed with decontamination/bleach? No 7) was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
After further review MFR# 2916837-2021-00254 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscelesta¿ flow cytometer biohazardous waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: leak- tubing came off from v2. Leak checklist from wo: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.